Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The device was explanted. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that the patient was receiving effective therapy prior to the infection and is looking forward to re-implant.